Manufacturer narrative:
(B)(4). Testing of the leads (model 3777, serial numbers (B)(4)) revealed no significant anomalies. Lead (B)(4) was cut through/segmented 26cm from the proximal end. The outer insulation was cut 15.5cm from the proximal end. Continuity was acceptable across all circuits/segments. Lead (B)(4) was cut through 27cm from the proximal end. The lead had acceptable continuity across all circuits/segments with no shorts.

Event description:
The patient experienced a burning sensation with stimulation. The implantable neurostimulator was repositioned. The leads were explanted and replaced. The patient was not injured and recovered without sequela.